Event description:
It was reported that a button was not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was unknown. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with unresponsive up button, due to corroded keypad traces. Insulin pump received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.